Manufacturer narrative:
(B)(4) object retrieval and blood loss. Device separation. Investigation eval: product was returned in a used and damaged condition: two sheath segments of approximately 7 cm and 6 cm in length had completely separated from the distal end unraveling the coil. Hub separated at proximal end. There is no evidence supporting an out of spec condition in manufacturing. The root cause is product use or handling related due to not following instructions. Flexor sheath tubing, in-process inspection/incoming vendor inspection, requires 100% inspection for product to ensure correct inside diameter and outside diameter of tubing, material is free from surface defects, bumps, bulges and protruding coils between 5 mm proximal from proximal end of coil and 2 mm distal from distal end of coil (2.5 cm distal for 18 f, 20 f, 22 f, and 24 f). The flexor check-flo ii introducer, is inspected to confirm surface of sheath is free of excessive dents, bumps or scratches. In addition, the supplied instructions for use (IFU) cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." It is feasible that reintroduction of the dilator prior to withdrawal may help to avoid damaging the sheath, especially in cases where scarred/diseased anatomy is present. Additionally, iso standard 11070 requires a minimum break force of 3.37 lb for sheaths 5.0fr and larger, which has been confirmed through design verification testing. The appropriate internal personnel have been notified and we are continuing our monitoring of similar complaints.

Event description:
Patient was admitted for common carotid angioplasty and stenting. Access gained via the common femoral artery with no complication. A raabe sheath was inserted all the way up to the common carotid artery with no incident. A 5french jb1 catheter was inserted and angiography performed which confirmed dissection of common carotid artery. A 1x 180 angled glide wire from terumo inserted in order to remove the diagnostic catheter and commence intervention. As the physician was removing the jb1 catheter the check flow valve at the proximal end of the raabe sheath came off. He placed his finger over the raabe sheath to maintain haemostasis and commenced removing the raabe sheath from the patient. He noticed that the sheath was not intact and had snapped in 2 sections inside the patient. He managed to remove 2 separated component of the sheath from the patient using just his hands but the tip of the sheath with the radiopaque tip marker remained in the patient's external iliac artery. At this point, the sales rep was called; however, by the time the sales rep arrived, the patient had been informed that he would require further surgery to remove the broken fragment of the raabe sheath. They had given him a general anesthetic and commenced a cut down over the right common femoral artery. They introduced a 12f 30 cm st jude medical sheath, inserted a 9mmx20mm abbott fox cross balloon to get distal control past the broken off sheath and kept the balloon inflated while he used a roberts alligator clippers to grab the broken sheath from the external iliac. Patient's groin sutured and the physician did not continue with the common carotid procedure as the patient had 400mls blood loss and required and ICU bed and antibiotics. Patient's groin sutured and the physician did not continue with the common carotid procedure as the patient had 400mls blood loss and required and ICU bed and antibiotics. Patient recovering but will require repair to his carotid artery at a later date.